Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown, additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: air leak on the coupler side due to a crack in the focus ring. Additionally, the most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the camera head to the service center for a separate issue. During device analysis the service center identified air leak on the coupler side and corrosion on electrical contacts. There was no patient involvement.